Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties occurred. Access was obtained through the right side. The 70% stenosed, 18mmx4.0mm, eccentric and de novo target lesion was located in the non-tortuous and non-calcified left main (lm) and left circumflex (lcx) artery. The lesion was predilated with a 2.0x15mm apex balloon. The physician advanced a 4.0x20mm taxus liberte sds but it would not cross the lesion. A 2.5x15mm apex balloon was used to further dilate the lesion and the lesion was stented with a new 4.0x20mm taxus liberte device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device revealed distal stent damage. A strut on row 1 was raised proximally to the stent. There were kinks observed along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).